Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "cable was ripped". Visual inspection of the instrument found a conductor wire was broken. No other cables showed signs of damage. The grips showed no signs of damage. The housing was removed from the back end, no damage was found. The root cause of the broken conductor wire is typically attributed to a component failure. Additional observation(s) not reported by site: the conductor wire exhibited insulation damage. No pieces were found to be missing. The insulation exhibited signs of thermal damage (appears melted). The root cause of the damaged insulation is typically attributed to a component failure. The yaw pulley exhibited signs of physical damage. Although it is not confirmed to be thermal damage, it could possibly be a result of thermal damage (appears melted). The root cause of the damaged yaw pulley is typically attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product or this event. A review of system logs for system (B)(4) with a procedure date of (B)(6) 2021, confirmed a fenestrated bipolar forceps (fbf) instrument (pn# 470205 -17/lot #n10200414-0018) was used during a procedure. The fenestrated bipolar forceps instrument has 10 lives allotted to it. There is one use left. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported because fa found the instrument exhibited signs of insulation damage and the insulation exhibited signs of thermal damage could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument cable was ripped. The procedure was completed with no reported injury.